Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they were not sure the status of the affected device as the replacement was in 2018. It was unknown what circumstances led to the intermittent stimulation. It was reported that the current was intermittent and that it had issue holding a charge. The patient weighed (B)(6) at the time of the event. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that she had her ins replaced in 2018 due to a ¿hiccup with the battery.¿ the patient reported that stimulation would intermittently turn on and off. No further complications were reported.